Event description:
The complainant is the family member of a glucometer dex user. The complainant states that they have become frustrated with the fact that the patient had to visit an emergency room five times because the dex system reported the patient blood sugar as high when in fact it was not. An example sited was glucometer dex 478 mg/dl, emergency room system (method unknown) 150 mg/dl. While on the phone electronic checks were conducted. The system reported several error codes related to test sensor presentation. The customer is using test sensors product code 3610, lot number 1a846aa expiration date 05/2002. Upon further investigation the customer stated that the patient could see sensors jammed into the slot. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.